Event description:
The customer reported a clear fluid leak of unknown volume from the coulter lh 750 hematology analyzer. The leak was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated.

Manufacturer narrative:
The customer stated that they believed the source of the leak was the due to the bsv not properly segmenting. Upon further trouble shooting the customer discovered the leak was attributed to cvl93/128 leaking during the cleaning cycle. The customer replaced tubing at cvl93/128 resolving the leak. Service was not dispatched for this event. To date the customer has not called back with any related issues. (B)(4).